Manufacturer narrative:
Analysis of the lead (lot #va10bnh) found the outer insulation of the lead body was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation about 2.5 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 3387s-40, lot# va10bnh, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, high and low impedances were measured when the lead was tested. Electrode pairs c/3, 0/3, 1/3, and 2/3 had impedances of greater than 40,000 ohms and 1/2 and 0/1 had impedances less than 30 ohms. Impedances were being checked before final implant of the lead. The external neurostimulator (ens) and twist lock cable were adjusted and changed, but the impedance issues remained. The lead was replaced and the issue was resolved. The patient was alive with no injury. Refer to manufacturer report #2649622-2015-15943.